Event description:
Complainant alleged that their sales representative reported that the sales demonstration device would not power up. There was no indication of any pt involvement in the reported malfunction.